Manufacturer narrative:
Product complaint # (B)(4). Batch # r59k9g. Device evaluation summary: the analysis results found that the cdh33a device arrived with no apparent damaged. Only the casing half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the anvil was received bent and with a washer uncut with nicks. It is possible that the returned anvil does not belong to the returned device. The device was tested for functionality with a test anvil and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The damage on the washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. While no conclusion could be reached as to how the anvil became bent, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). A valid lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lap sigma procedure, when plugging the instrument (head with instrument) the mandrel was bent. No harm to the patient.